Event description:
It was reported that the patient was experiencing an increase in seizures and was referred for generator replacement. There were no medication changes, changes in device settings or other external factors that preceded the onset of the increase in seizures. The generator was interrogated and found to be at ifi. The relationship of the seizures to vns is unknown. The patient underwent generator explant due to battery depletion. It was reported that the explanted generator was discarded by the explanting facility.